Event description:
It was reported the patient's heart rate was running at 70-80 beats per second with not too much variation, but the device labeled it as an atrial tachycardia episode. It was indicated that this was not thought to be appropriately detected by the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.